Event description:
Related MFR report: 3006705815-2020-31699. Additional information received identified surgical intervention was taken and the patient's scs leads were successfully replaced with new ones.

Event description:
Related MFR report: 3006705815-2020-31699.

Manufacturer narrative:
The reported event of high impedances was confirmed. Microscopic inspection identified a kink in the lead body where all of the internal wires were broken. The fractured wires are consistent with the lead being subjected to overstress while in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 3006705815-2020-31699. It was reported the patient's scs system was exhibiting high impedance. Reportedly, the patient's scs system was reprogrammed and the patient received stimulation. However, it is planned to perform surgical revision and replace the scs lead.